Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that patient returned for 2 week follow up and implant at tooth site # 5 was removed due to infection. Patient to return for future re-placement. Symptoms as a result of the event: infection, tissue red and inflammation. Discharge from surrounding implant.